Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip was used to stop bleeding after polypectomy. The clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter deploy. It was also noted that the control wire was found broken inside of the handle. The clip had to be pulled from tissue, and the procedure was completed with another clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip was used to stop bleeding after polypectomy. The clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter deploy. It was also noted that the control wire was found broken inside of the handle. The clip had to be pulled from tissue, and the procedure was completed with another clip device. There were no patient complications reported as a result of this event. It was clarified that the control wire was not broken.

Manufacturer narrative:
Block h2: additional information: bsc aware date (the correct bsc aware date is 25feb2022) and b5 (describe event or problem). Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device code a15 captures the reportable event of clip did not release from the catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.